Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 1121308-2023-00044: a neurosurgeon has informed that some of her patients that have been treated with duragen plus (dp5033i) appeared to have had postoperative infections. The neurosurgeon does not know if the infections were related to duragen plus. However, postoperative infections occurred earlier in the year of 2023. No further details have been provided.

Event description:
N/a.

Manufacturer narrative:
Additional information was received as follows: please note customer confirmed the issue occurred several years ago. No further information will be made available. Investigation findings: duragen plus (dp5033i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the information provided and the lack of sample availability for evaluation, the complaint is considered unconfirmed. However, an assessment was provided by medical affairs which concluded the following: "there is insufficient documented evidence and no device returned for evaluation, and therefore the assessment is inconclusive." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.